Manufacturer narrative:
Patient information is unknown. Date of event is unknown date between (B)(6) 2005 and (B)(6) 2007. This report is for unknown synthes trauma screws/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Date of implantation is unknown date between (B)(6) 2005 and (B)(6) 2007. Date of explantation is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. ¿no code available¿ used for surgical intervention and removal of device. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the review of the following journal article: pornrattanamaneewong c., numkanisorn s., chareancholvanich k., harnroongroj t. (2012) a retrospective analysis of medial opening wedge high tibial osteotomy for varus osteoarthritic knee. Indian journal of orthopaedics. Volume 46, number 4, pages 455-461. (Thailand). The aim of this study was to compare bone union and complications postoperatively for the following two medial opening wedge high tibial osteotomy (mowhto) techniques; non-locking t-buttress plate fixation with autologous iliac bone graft augmentation (traditional method) and locking compression plate fixation without any bone graft/substitute. A total of 50 patients (60 knees) were retrospectively reviewed and classified into two groups; group a consisted of 26 patients (30 knees), and was treated using a competitor device with bone graft, while group b with 24 patients (30 knees) was treated using unknown synthes tomofix plates. Clinical and radiologic outcomes of the two groups were obtained and compared. All patients were followed up postoperatively at 4, 8, 12, and 16 weeks, and after 6 months, 1 year, and 2 years. The following complications were reported with patients in group b: one knee in an unknown patient exhibited screw penetration into the posterolateral portion of the knee joint, but this did not cause any symptoms. Two knees in unknown patient(s) exhibited local irritation that required the removal of hardware 2 years after surgery. Medial osteotomy defect was observed in (B)(6)% of the patients. This report is for unknown synthes trauma screws. This report is 1 of 2 for (B)(4) .

Manufacturer narrative:
Corrected data: literature article has been provided. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).